Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 24 mmol/l at the time of incident. Customer was treated with insulin pump and declined trouble shooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. Device passed displacement test.